Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Justification: this device was manufactured before the UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, impedance, and ECG signal testing without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.